Event description:
The patient had an orif of his left pelvis. The patient remained on the table for approximately six hours. Two weeks later, the pateint returned to the or for repair of skin breakdowns in his perineum area. The skin breakdowns were believed to be the result of prolonged pressure to the perineum while the patient was on the chick table.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.